Event description:
Boston scientific received information that, during a routine follow-up, this right atrial (ra) lead displayed high out of range pacing impedance measurements, and loss of capture (loc). It was noted the impedance measurements had a sharp increase after this patient fell down the stairs. An x-ray will be performed in the near future to assess whether a lead revision needs to be performed. There were no additional adverse patient effects reported.

Event description:
Subsequently, additional information was received that the decision was made to reprogram the device to vvi, and follow-up with patient every 6 months.

Manufacturer narrative:
This ra lead remains in service for the time being. At this time there is no additional information. Should additional information become available this report will be updated.